Manufacturer narrative:
Journal article: bausback, yvonne et al (2011) in 'outback catheter for femoropopliteal occlusions, immediate and long-term results; j endovascular therapy 2011;18:13-21 the product is not available for analysis. Additional information will be submitted within thirty days upon receipt. -(B)(4)

Manufacturer narrative:
(B)(4) report that the needle could not be withdrawn into the catheter and the system was removed without damage to the artery or patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
Bausback et al in 'outback catheter for femoropopliteal occlusions' j endovascular therapy 2011; (B)(6) report that the needle could not be withdrawn into the catheter and the system was removed without damage to the artery or patient.